Event description:
The device was connected to a pt in full arrest. Reportedly, the device would not display the pt ECG on the device displays. The pt was diagnosed as asystolic. CPR was administered. Device pacing was administered as a last ditch effort at resuscitation. The pt was not resuscitated. The reporter stated the discrepancy did not affect pt outcome, indicating this was based upon a lack of pt viability.